Event description:
I had a tearcare procedure for my dry eyes in dr. (B)(6) office (B)(6) 2022 and a month later my eyelids turned a dark purple and have been that way since procedure. I reached out to company and reported and asked them to report and they said they haven't had issues. I visited an plastic ophthalmologist. At mass eye and she biopsied to see if any iron or other chemicals and nothing was found. My dermatologist was so concerned that I was a patient at (B)(6) and womens dermatology rounds this summer (B)(6) 2024 and the dermatologists thought it probably had to do with the dry eye procedure, and I have had a couple fraxel lasers at mgh and they have helped but I would like to report this and also let me know if others have reported.